Manufacturer narrative:
The device was evaluated at the olympus bartlett repair center. The evaluation confirmed there was no hd or sdi output due to a faulty printed circuit board.

Event description:
The camera unit was noted to have no hd or serial digital interface (sdi) output during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. The legal manufacturer reported that the unit was delivered to the customer (B)(6) 2018. However, the legal manufacturer reported that the probable cause for the reported event was as follows: as 2 years have passed since the delivery of this product, it is presumed that the image did not appear due to accidental failure of the parts of the rear panel set. As a result of the DHR review, it was confirmed that there were no abnormality in manufacturing, concession, and variation.